Event description:
PICC line sterile setup was completed per protocol. After catheter was cut with trim tool (that comes with PICC line catheter kit), line was flushed with nss numerous times to check for any defects; none were noted before insertion. After access was gained, PICC catheter was threaded through the transducer with forceps (splinter, 4.5 fine point) that are included in the neonatal procedure PICC pack. Once line was threaded and transduced was removed, line was flushed and noted to be leaking at the insertion site. Line was repositioned and flushed again; leak was still observed. Physician came to bedside and was notified. Line was pulled back approximately 3 cm and a hole was noted in the catheter. Line was removed from patient.